Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced erosion, perforation of bladder, pain, urinary problems, worsening of incontinence and infections.all other information is unknown.